Event description:
It was reported bd insyte-w¿ IV catheter with wings 24ga 0.75in has deformed, causing the needle core to detach. The following information was provided by the initial reporter: "when the nurse placed the intravenous indwelling needle without withdrawing the needle core, the needle core fell on the shoe of the family member by itself..."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte-w¿ IV catheter with wings 24ga 0.75in has deformed, causing the needle core to detach. The following information was provided by the initial reporter: "when the nurse placed the intravenous indwelling needle without withdrawing the needle core, the needle core fell on the shoe of the family member by itself."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.